Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of lymphoma-alcl-suspected received on dec 29, 2021. With lot number 2644976. Visual analysis of the returned device identified: weight to the spec, deformation, white particles on the surface of the shell. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected. Explant date has not been confirmed.

Event description:
Healthcare professional reported unknown side suspected bia-alcl. Pathological markers confirming alcl have not been received. The device remains implanted.